Event description:
Customer called to report the insulin pump alarmed for battery out limit after a battery change. The insulin pump shut off prior to the battery change and alarm. The insulin pump also alarmed for low battery and weak battery prior to the battery out limit alarm. Blood glucose reading was unknown at the time of the call. Troubleshooting was performed. The insulin pump turned back on and functioned as designed. Advised the customer to not leave the battery out of the insulin pump for longer than 1 minute. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)